Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and not sent for mmi submission. Laterality is not known or provided in complaint or in 411 requests. 411 request indicated stem is non-zb and cup is possibly tm or natural cup. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a future revision of their cup due to unknown reasons. There is no further information available at the time of this report.